Manufacturer narrative:
Investigation: MFR was unable to find any malfunction with the event sample. They examined the returned sample and using magnification found transparent foreign material had adhered to the one-way valve. They conducted three following functional testing: leak tested - they inflated the cuff up to 50cmh20 in water and did not find air leakage. - the inflated the cuff up to 50cmh20 and left for 12 hours and no deflation of the cuff and the pilot balloon was observed. - they used a circuit from the first leak test and inflated the cuff up to 100cmh20 (two timed the test pressure) in water and again found no air leakage. - they then conducted a taper gauge fitting test and found the sample conformed to the standard. A review of lot specific info could not be conducted as the user facility did not record the lot number used. Root cause: it is not possible to assign a definitive root cause for this complaint as no malfunction was found with the returned event sample. No corrective action was taken as a result of this incident, but all details have been entered into the complaints history database for future trending.